Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection showed that set screw marks were noted on the terminal pin and blood or body fluid was noted in the helix housing. Furthermore, the helix was retracted and tissue was noted entwined in the helix. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc). Additional information indicated that this lead had micro dislodged which was confirmed through visual fluoroscopy. Loc was also confirmed through capture threshold test. This rv lead was explanted and was successfully replaced with another lead. No additional adverse patient effects were reported.